Event description:
Additional information was received from the patient. They reported having to get a bone density scan and ultrasound. Patient services agent reviewed compatibility information. The patient also reported they have to sleep on back to avoid vertigo but still wakes up dizzy if sleeps on side. They left it on program 3 or 4 unsure and had not changed since. They spoke with hcp but "they did not believe me". The patient's daughters cleaned room and moved external equipment and patient was unable to bend down. They patient will wait for daughters to get external equipment and will try changing settings now that it had been a while. They inquired about material of implant and agent reviewed. Patient reported still has pain down right side from sciatica and has titanium in knee.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported for a while interstim was not working too good so they called manufacturer and talked to someone but never did get it straightened out, so they put it down and never used it. Patient said, now they are doing ok and that everything is fine with their interstim device. Patient said they called manufacturer again, and got to trying every program which did not do anything for them but as time went along, and it's been over a year now, they are doing ok, they are having no problem now, right now, they have left it at 4. Patient said they think they turned their stimulator off and back on after the got out of nursing home and put it on 4 and that's where it's doing the best they have not touched it and does not want to move anything because it works.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient stated they were not experiencing a 50% or more reduction in symptoms. The patient stated they experienced falls in early (B)(6) 2021 on their right side (which is where their implant is located) and was hospitalized shortly after on (B)(6) 2021. During first call, the patient established they first noticed their symptoms return in the nursing home a month after they were hospitalized. On the second call, the patient did confirm they noticed symptom return in (B)(6) 2021. The patient stated their hcp physically checked their implanted system and said nothing had shifted. The patient  increased stimulation and felt fluttering in their leg and the patient confirmed they were on program 1. The patient tried programs 2, 3, and 4 and experienced fluttering in their leg or knee. The patient was redirected to their healthcare provider to further address the issue.